Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle fell off mics. Per the mps, he screw came out during the case and the handle fell off. Case type: tka.

Manufacturer narrative:
It was reported that the screw came out during the case and the handle fell off. The product was unavailable for inspection as the product was not returned. Nc 1694916 has been initiated in regards to missing product. Device history records indicate 25 devices were manufactured under lot k09zp and all 25 devices were accepted into final stock on 08/03/2017. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to p/n 209063, lot number k09zp shows no additional complaints related to the failure in this investigation. The related complaint is (B)(4). The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. A review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
Handle fell off mics. Per the mps, he screw came out during the case and the handle fell off. Case type: tka.